Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 1mls tub pdr1400 had missing scale markings. The following information was provided by the initial reporter: "when opening the syringe package, we observed that it came without scale."